Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Patient started developing pain in his knee. Surgeon thought he might be unstable and removed insert and replaced with a 14mm insert. The insert had some posterior wear on both sides of the insert. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.